Event description:
It was reported that the lv lead was explanted due to a "product performance issue." No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. It was reported that the lv lead was explanted due to a "product performance issue." No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performedn mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated performance.